Manufacturer narrative:
Pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. Unit received intermittent button response due to corroded keypad traces. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked lcd window. Unit received with cracked battery tube threads. Unit received with broken belt clip slot. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.